Event description:
It was reported that during a urological procedure, before using on the patient, the device was closed and could not open then the staff used the manual release lever on top of the device and the device would not work after that. Another device was used to complete the procedure. There was no patient involvement. No other details are available.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Na. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Na. Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Na. Is there any other additional information you would like to share about this device or procedure? No.